Event description:
Re: icy hot patch, lot code a6xh exp 10/9. The incident happened when I was out of town. I have fibromyalgia and my husband picked me up the next day. If my muscles get cold they get painful so I wear the icy/hot to keep them warm and moving. I put the patch on in sat a.m. And took it off in the ladies room about 6 pm. As I went to pull my jeans up, it was unbearably painful, so I asked 2 ladies, who were in the rest room if something was on my hip. They were shocked, telling me that I was badly burned in several places. They took me to the first aid area where burn medication and bandages were applied. They gave me extra packets of the burn medicine which I used along with new bandaging for the next 10 days. I have pictures 186, 184 were taken the day after the burn. You can see blisters and missing skin where each of the heaters were touching my skin. 2 weeks later, the blisters had closed, but I still had raw skins even though I used burn medicine several times a day. The pictures are number 238, 239, 240. Even though it is 12 weeks later, you can still see each burn patches on my hip. Dose: 1 patch. Frequency: 1 a.m. Route: transdermal. Dates of use: 2006 - 2007. Diagnosis: fibromyalgia pain exaggerated by cold temperatures. Event abated after use stopped: yes. See previous FDA complaints against same product: these are for the same symptoms that I experienced and also within 2007.